Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion was located in a tortuous proximal right coronary artery. The lesion was predilated with 1.3mm and 2.0mm balloons. The taxus express2 2.75x32mm drug eluting stent was inserted, but it was noted that the guide wire was positioned in a "false lumen". The physician removed the taxus express2 stent delivery system, and it was noted that the strut was lifted up. The procedure was not completed, because they could not access the "true lumen" with the cto lesion. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
.